Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking between the patient line and the transfer set during use. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed using naked eye which identified damage to the patient line tubing to the connector. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. Clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and a leak was noted from the damaged tubing. The reported leak was verified. The cause of the leak was the damaged tubing. Should additional relevant information become available, a supplemental report will be submitted.